Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they have high blood glucose of 400 mg/dl at the time of the incident. Customer stated that they had a no delivery alarm but was resolved through troubleshooting. Customer was advised for troubleshooting for high readings but declined.